Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019,product type: lead. Other relevant device(s) are: product ID: 4351-35, serial/lot #: (B)(4), ubd: 28-nov-2018, UDI#: (B)(4); product ID: 4351-35, serial/lot #: (B)(4), ubd: 28-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient was implanted on (B)(6) 2017. They had wire problems and had to have the leads redone in (B)(6) 2019. No further complications were reported or anticipated.